Manufacturer narrative:
Approximate age of device: 1 day. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient woke up from anesthesia post-implant with a new onset of right arm and leg paralysis. A CT scan revealed a left middle cerebral artery ischemic stroke. The patient was treated with a heparin infusion. The patient was hemodynamically stable; however, was still intubated and unable to speak. As a result, the patient's neurological condition and symptoms were not able to be fully assessed. The patient was to be monitored for any neurological changes. No additional information was received.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2015 as a result of the perioperative cerebral vascular accident (cva).